Manufacturer narrative:
Citation: doshi sn a feasibility study of transaxillary tavi with the lotus valve. Catheter cardiovasc interv. 2018 sep 1;92(3):542-549. Doi: 10.1002/ccd.27409. Epub 2017 nov 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a feasibility study of transaxillary transcatheter aortic valve implantation (tavi) with the lotus valve. All data were collected from a single center between december 2008 and october 2016. The study population included 357 patients (predominantly male, mean age 81 years), 3 were implanted with medtronic corevalve bioprosthesis and 3 received an evolut r bioprosthesis. No serial numbers were provided. Among all patients, in-hospital mortality rate for the entire patient population was 4.7% and the 30-day mortality rate was 4.4%. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events attributed to corevalve and evolut r included: peri-procedural myocardial infarction (mi) (1.6%), peri-procedural stroke (0.8%), transient ischemic attack (tia), permanent pacemaker implantation, tamponade, valve-in-valve and severe aortic regurgitation (ar). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. Among all patients, adverse events attributed to accutrak delivery catheter system (dcs) and enveo delivery catheter system (dcs) system included: major access site complication. There was no interventions reported to address this observation. No additional adverse patient effects or product performance issues were reported.